Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 462mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 345mg/dl at the time of the call. Customer declined to troubleshoot for high blood glucose and indicated that they will call back at a later time.